Event description:
It was reported that the deployed coil protruded from the target lesion. An embold fibered detachable coil system was selected for use in the inferior mesenteric artery (ima) to treat the abdominal aortic aneurysm. After successfully placing three embold fibered detachable coils of the same size within the ima, there was resistance encountered when the fourth coil was advanced. The fourth coil was attempted to be removed, but the tip of the coil was stuck, and the coil subsequently unraveled. The coil was deployed within the aneurysm, but protruded from the target lesion within the ima into the aorta. A stent graft was placed to complete treatment of the abdominal aortic aneurysm. The procedure was completed, and there were no adverse consequences reported for the patient. It was further reported that the aneurysm was located around the origin of the ima rather than within the ima. It was also clarified that the resistance that was encountered with the fourth embold was felt during coil deployment rather than during coil advancement. Additional information confirmed that the stent graft fully trapped the unraveled coil within the aneurysm. Finally, all four coils that were placed within the aneurysm successfully embolized the ima.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the deployed coil protruded from the target lesion. An embold fibered detachable coil system was selected for use in the inferior mesenteric artery (ima) to treat the abdominal aortic aneurysm. After successfully placing three embold fibered detachable coils of the same size within the ima, there was resistance encountered when the fourth coil was advanced. The fourth coil was attempted to be removed, but the tip of the coil was stuck, and the coil subsequently unraveled. The coil was deployed within the aneurysm, but protruded from the target lesion within the ima into the aorta. A stent graft was placed to complete treatment of the abdominal aortic aneurysm. The procedure was completed, and there were no adverse consequences reported for the patient.